Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Furthermore one channels is out of cochlea since initial implantation. This is a final report.

Event description:
At an annual follow-up at the end of (B)(6) 2019 the recipient reported the sound quality with the device to be affected with static. This had been present for about the last 3 to 4 months. At the time of the initial report, no sound responses were noted on all frequencies. No swelling over the implant site was observed. The recipient has been re-implanted on (B)(6) 2019.

Manufacturer narrative:
According to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore a complete insertion of the active electrode was not achieved at initial implantation; one channel was left out of cochlea. However, a device investigation is necessary to determine a root cause. Re-implantation is considered, but no date was yet made available.

Event description:
Recipient reported sound with the device to be affected with static. This was present for about the last 3 to 4 months. Currently there are no sound responses at all frequencies. No swelling over the implant site. Reimplantation is considered however no date is currently scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reported sound with the device to be affected with static. This was present for about 3 to 4 months. Currently there are no sound responses on all frequencies.